Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year, 7 months. The patient remains ongoing on lvad support. A correlation between the device and the reported ischemic stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced left sided hemiparesthesia. A CT scan showed an ischemic stroke. Prior to the event the patient's activated partial thromboplastin time (aptt) was 42 seconds and the inr was 0.16. At the time of the event, the patients aptt was still 42 seconds but the inr was 2.16. No surgical interventions were performed and no additions or changes to medications were made. No additional information was provided.

Manufacturer narrative:
It was noted that the conclusion codes were inadvertently omitted from the initial medwatch report. No further information was provided. The manufacturer has closed the file on this event.